Manufacturer narrative:
The product was not returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Unable to determine the root cause for the complaint with the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016 inratio inr = 4.6 . On (B)(6) 2016 lab inr = 1.6. Patient's caretaker indicated that twice the patient self tester obtained a "3 something" since the beginning of (B)(6) 2016 but was unable to provide exact values. No reported adverse patient sequela.